Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 38 mg/dl at the time of incident. Troubleshooting explained the possible cause of the low blood glucose and discussed calibration techniques as well. Customer understood and no further assistance was required.